Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.